Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the readiness display and will not power on. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be an electrically leaky filter, designator fl10, which is located on the analog pcb assembly. The filter fl10 had 16.5 ua of excess current which caused depletion of the internal hlc batteries.